Manufacturer narrative:
H6:investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable or difficult to prime. The following information was provided by the initial reporter: complaint 5 of 5. Consumer reporting, no insulin flow when priming. Stated, a lot of her pen needles are being affected. Lot: 9338807. Catalog: 320550. Date of event: unknown.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 us was unable or difficult to prime. The following information was provided by the initial reporter: complaint 5 of 5. Consumer reporting, no insulin flow when priming. Stated, a lot of her pen needles are being affected. Lot: 9338807, catalog: 320550, date of event: unknown.